Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patent experienced peritoneal irritation due to the loosening of the external retention plate. On (B)(6) 2019, patient experienced abdominal pain and nausea. It was reported that cause was probably peritoneal irritation. Report indicated that during pump activation on (B)(6) 2019 in the morning, gastric content was pouring out of the stoma and it was visible in the proximity of external fixation plate. The patient was treated with antibiotics amikacin 500 mg, IV 2xday and metronidazole 500 mg, IV, 3xday. The external retention plate had been secured with a tape before sliding.